Event description:
Healthcare professional reported 'totally defective implants.' Device has been explanted and replaced. Record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "'totally defective implants".

Event description:
Healthcare professional reported, left side totally defective implant. The device has been explanted and replaced. It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.